Manufacturer narrative:
Troubleshooting events: pn alarm silence, IV set disconnected, swabbed nanoclave and set reconnected infusions restarted. Within 3-4 mins an occlusion alarmed occurred again on pn line. Both infusions were turned off, all IV and extension sets and nanoclaves were changed. Infant's PICC dressing taken down, repositioned PICC catheter hub, catheter flushed without difficulty, dressing reapplied and arm-board applied to stabilize the infant's arm. Resumed infusions-pn module alarmed a 3rd time. Infusions stopped, nanoclaves replaced on tri-leg extension set and vycon PICC catheter hub." Investigations are in progress.

Event description:
Complaint received concerning occlusion issues on set-ups where the z3769 nanoclave connectors were in use. The info received reports during facilities trial of the nanoclave, there have been four incidents where "..central lines (uvcs and piccs) have become occluded using the nanoclave. Nurses...have troubleshot by changing out connectors, changing out pumps, redressing and repositioning PICC lines all to no avail..." Set-ups and usage reported as follows: "daily IV set and extension set changes for pn 12.5% and lipids-therapy resumed through a 1 fr vycon PICC via carefusion pump pn module infusion rate: 4.3muhr, lipids module: syringe pump; infusion rate: 0.46muhr approximately 10 mins after the infusion was started an occlusion alarm occurred on the pn line.